Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for spinal pain and chronic low back pain. It was reported that there was an alleged overdischarge and communication could not be established between the implantable neurostimulator and external devices which had started in (B)(6) 2016. The patient was not feeling stimulation and the last time that they had recharged was in (B)(6) 2016. The patient normally charged his device every 3 days. An antenna locate session was performed on (B)(6) 2016 to determine optimal antenna position and the resulting values were: 98, 98, and 98. After moving the antenna around, the highest number that the manufacturer representative could get was 104. The patient met with a separate manufacturer representative the week prior to the report and they did physician mode recharges. When the patient went home, he did an additional 2 more on his own and he still wasn't able to pull the implantable neurostimulator out of overdischarge. The patient had lost about 20 pounds and the implantable neurostimulator bobbles inside of the implantable neurostimulator pocket site; however the implantable neurostimulator was superficial. The patient reported that this is the first overdischarge that has occurred with his device. They continued with consecutive physician mode recharges. The patient met again with the manufacturer representative on (B)(6) 2016 and the power on reset was able to be cleared and the patient was reprogrammed so that he was doing very well. The cause of the patient not charging was that he had lost weight.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.